Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿issue of closed-door error message¿ was reproduced when powering on the device and observing lcd (liquid crystal display) distortion that appears only when first powering on. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be lcd tail was bent. The lcd and display foam strips will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed door not close error during programming/setup. There was no patient involvement. No additional information is available.